Event description:
On 4/17/2023, it was reported by a sales representative via sems that an ar-9676 angled reamer was binding up inside the outer shaft. This was discovered during an unspecified procedure, with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to wear and tear.